Event description:
It was reported that this pacemaker system was suspected to exhibit loss of capture (loc) on the right ventricular (rv) lead. Additionally, functional undersensing was observed. Boston scientific technical services (ts) recommended an in person evaluation with a surface electrocardiogram. No adverse patient effects were reported. At this time, this lead remains in service.